Event description:
A malfunction alarm with code malf 24 was reported, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.